Event description:
A peritoneal dialysis (pd) patient reported being hospitalized due to an unspecified infection. The patient was admitted and completed the second half of pd treatment at the hospital. Upon follow up with the patient¿s pd registered nurse and review of previous correspondence, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and hazy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with staphylococcus epidermidis and pseudomonas aeruginosa in the culture and a wbc count of 793/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin at 2000mg and ip ceftazidime at 2000mg (frequency and duration not reported) to address her infection. The patient was able to initially undergo continuous ambulatory pd (capd) utilizing manual exchanges as capd was the preference for renal replacement therapy in the admitting facility. The patient¿s pd catheter (not a fresenius product) was removed due to the severity of infection as she was transitioned to hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for renal replacement therapy for the duration of admission. The patient is recovering from this event while awaiting discharge to home. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis when she is discharged with a plan to return to ccpd therapy on the same liberty select cycler upon resolution of infection.